Manufacturer narrative:
The insulin pump was received with the reservoir tube lip completely broken off and test reservoir will not lock or click into place also, unable to perform basic occlusion test and occlusion test due to broken off reservoir tube lip. However, the insulin pump passed idle current test, run current test, self-test, off no power test, a21 error test, prime test, no delivery test, displacement test and rewind test. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call and indicated that their pump is not delivering insulin and their blood glucose was high at 432 mg/dl. Troubleshooting found that the pump was cracked at the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.